Manufacturer narrative:
During a follow-up call on (B)(6) 2016, it was confirmed that since the customer corrected the loading technique, the customer had not experienced any additional minimum fill issues, and the issue was resolved. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, minimum fill messages. Reportedly, the cartridge was filled with 250 units of insulin. The customer reported blood glucose (bg) level was 455 mg/dl, which was addressed with manual injections. Reportedly, the customer was off the insulin pump and believes the suspected cause of the bg level was due to not delivering enough insulin. The customer added water to the cartridge and successfully completed the load process.